Manufacturer narrative:
Device received with glued retainer. The p-cap was able to lock in place. Device passed displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the o-ring was dislocated and reservoir was unable to lock into place. The customer¿s blood glucose was unknown at the time of incident. The customer confirmed that insulin pump has not been bumped or dropped and they was advised to stop using the insulin pump and revert to back up plan as per health care professional until replacement received. The insulin pump will be returned for analysis.